Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found the distal end of the stent was damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 12mm synergy ii drug-eluting stent was advanced but failed to cross due to calcification and angulation. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.